Event description:
It was reported that this right ventricular (rv) lead was exhibiting high threshold measurements. Technical services (ts) was consulted and confirmed the high thresholds via right ventricular automatic threshold (rvat) test. An electrogram (egm) was provided shows which shows device operating as programmed. Patient was experiencing unspecify symptoms. This lead remains in service. No additional adverse patient effects were reported.